Manufacturer narrative:
The investigation evaluation details. It was reported that a patient underwent an ablation procedure with a ngen rf generator, japan configuration and an ablation occurred in which the ngen irrigation was not titrated. No failure was found. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. D4. Primary UDI number and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up was performed and no additional information was provided. Therefore, processed with the ablation catheter information of the qdot. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a ngen rf generator, japan configuration and an ablation occurred in which the ngen irrigation was not titrated. The event occurred intra op. Irrigation flow rate may not be changed when energized. This may occur during continuous energization or post energization. An ablation occurred in which the ngen irrigation was not titrated. Some ablations operated normally, the procedure was continued and completed without patient's consequence. Additional information was received on 28-jul-2024. No issue occurred on the pump. Additional information was received on 31-jul-2024. The issue was noted during use of the device being used on the patient. Additional information was received on 12-aug-2024. The generator was in automatic mode. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error populated. It is unknown whether value displayed high, low or none. The power value was 50w. Additional information was received on 18-aug-2024. The suspected device for the reported issue was the pump. The issue was discovered when titration of ngen irrigation could not be confirmed on ngen monitor. No steps were taken to resolve the issue and was able to continue the procedure as it was. Since the generator controls the pump, this issue was assessed as MDR reportable under the ngen rf generator, japan configuration.